Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient¿s continuous renal replacement therapy (crrt). The leakage was reported to be internal (from the membrane/fiber) and external (from the filtrate connector). The event resulted in 50 ml or less of blood less. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: h6 (health effect - clinical code) plant investigation: the complaint sample was not available for evaluation. Visual examination of the provided pictures confirmed the reported failure. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed, and all product was found to be conforming to specifications. No indication for any relationship with the reported failure mode was found during the review. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient¿s continuous renal replacement therapy (crrt). The leakage was reported to be internal (from the membrane/fiber) and external (from the filtrate connector). The event resulted in 50 ml or less of blood less. The sample was not available to be returned for evaluation.